Manufacturer narrative:
Initial reporter telephone number: (B)(6). (B)(4). PMA 510(k): this device is not marketed in the USA; it is same/similar to the zcb00 PMA p980040 all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
Additional information received states patient's visual acuity 1.0 and patient has recovered. Suture was used.

Manufacturer narrative:
A preloaded insertion system and a loose intraocular lens were returned to the manufacturer for evaluation. The lens had one haptic detached. The preloaded insertion system was observed and had what appeared to be viscoelastic residue at the cartridge tip. No viscoelastic residue was observed in the loading zone. The plunger component was observed in a fully advanced position with the pushrod tip out of the cartridge tip. The lens haptic was observed stuck in the cartridge tip with part of the haptic out of the cartridge tip. The pushrod was observed adhered to the jammed haptic. A crack and stress marks were observed between the cartridge tube and tip. The cartridge tip was observed with a dent. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00v device). A manufacturing related cause was not identified. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Additional information: patient age: (B)(6) years. Gender/sex: female. Additional information received states patient's visual acuity 1.0 and patient has recovered. Suture was used. The manufacturing record review was performed and all process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. No deviation or nonconformance (ncr) related to the customer claim was generated. A review of process manufacturing instructions when this production order was manufactured and did not show any change in the manufacturing method or specifications that could be related for this complaint type. The documentation shows that the product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that during the implantation of a tecnis optiblue itec preloaded intraocular lens, the trailing haptic got caught in the plunger part of the device. When the surgeon attempted to release the haptic from the plunger the haptic was detached. The lens was then removed by cutting it half. The incision had to be enlarged from 2.8 mm to 6.0 mm. Another intraocular lens was then placed in the eye. The report indicated the patient had no problems with their visual acuity following the procedure.